Event description:
The reporter indicated the surgeon implanted a 12.1mm vicmo 12.1 implantable collamer lens -7.50 diopter into the patients left eye (os) on (B)(6) 2023. The lens was reported as having low vaulting without rotation. Cause of the event was unknown. On (B)(6) 2024 the lens was replaced with a longer length lens. This resolved the problem.

Manufacturer narrative:
Claim#(B)(4).

Manufacturer narrative:
Corrected data: d2: mta. (B)(4).